Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump has alarmed with multiple failed self test. The patient's blood glucose at the time of incident was 15.7 mmol/l. There were four failed self test alarms found in the pump's alarm history. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All operating currents are within specification. The insulin pump passed displacement test and self-test. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.